Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: broken universal cord sheath and cover due failure of the universal cord, defogging function film in the insertion section was deteriorated and ineffective due failure is an electrical/electronic. Additionally, image screen was green due to failure of the electronical component. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited broken universal cord sheath and cover, deteriorated and ineffective defogging function film in the insertion section, and a green image screen. There was no patient involvement.